Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 1. The reporter stated that obtained an error 1 message when testing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.